Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer booted up to a blue screen error. The issue was resolved by unplugging the power cord and removing the battery, waiting one minute, and plugging the power cord back in. The programmer remains in use. There was no patient involvement.